Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. The patient called more than a year after and mentioned that the rv lead appeared to be broken. A new lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the b2 field: outcomes attrib to adv event. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to suspected product performance issues. No additional adverse patient effects were reported.